Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this left ventricular (lv) lead had fractured. Surgical intervention was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the left ventricular (lv) lead was actually surgically abandoned in the patient and not explanted. Again, no additional adverse patient effects were reported.